Event description:
It was reported that the impedances of the channels have changed over a period of time. No accident has been reported. Testing carried out on (B)(6) 2010 shows channels 1, 2, 4, 7, 9, 10 and 11 with the status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.